Event description:
The customer stated that she was hospitalized due to low blood glucose levels, with a reading of 30 mg/dl. The customer stated that she was unresponsive prior to being hospitalized. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The customer felt that her blood glucose levels dropped because she worked harder than usual the day before. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.